Manufacturer narrative:
Stryker evaluated the customer¿s device at the product assessment center (pac) and the cause of the reported issue was isolated to the reed switch sw5, but further root cause is undetermined. The customer received a replacement device. The customer's device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device would not turn on when the lid is opened. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involvement in this event.